Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a hospitalization due to diabetic ketoacidosis (dka), which occurred on (B)(6) 2025, and confirmed they were diagnosed with dka. At the time of the call, the user stated they were not feeling well. The event was related to diabetes; however, the user did not remember the exact time of occurrence. Sg was unavailable because the user was not using the system on that day, and bg was reported as 600 mg/dl, although no bg value was entered into the system. After dms review, it was confirmed that sg data were not available and that the user had not received a high glucose alert at the time of the event because they had not been using the system since (B)(6) 2025 at 03:25 pm. The user received antibiotics during hospitalization but did not recall the specific medication, was not prescribed additional medications upon discharge, and had their insulin dosage adjusted. The user's healthcare provider (hcp) is aware of the event.

Manufacturer narrative:
User reported a hospitalization event due to diabetic-ketoacidosis (dka) on (B)(6) 2025. The event was related to diabetes; the user reported that the system was being used at the time of event and the blood glucose (bg) value was 600 mg/dl. A review of the data management system (dms) revealed that the user had not been using the system since (B)(6) 2025, at 3:25 pm. Therefore, no further investigation was found necessary for this complaint. The user received antibiotics as treatment at the hospital but the user does not remember the kind of antibiotics they received. The user wasn't prescribed further medication. Their insulin dosage was adjusted. Additionally, the user reported losing their smart transmitter (stx) and the charging cord. The user was provided with a courtesy transmitter replacement. No further actions were found necessary for this complaint. As the system was not in use at the time of event, the event is not considered device-related.